Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: review of the black box data revealed records of ¿pump not primed¿ warnings. Non-zero low force verified in black box, on investigation the pump successfully performed rewind, load cartridge and prime steps without alarms. The force sensor calibration test confirmed that the sensor was detecting force correctly. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened for investigation and did not reveal any damage, defect or contamination of the force sensor circuit or any of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be function according to normal operation without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue; per distributor report, "alarm no injection". Animas customer support contacted the user in follow up; however, the user had no further information to provide. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.